Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was delayed for less than 20 mins and completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that x-ray was not possible. As a part of troubleshooting, the fse reviewed the system log files and identified malfunction with main interface module. To resolve the issue, the fse replaced the main interface module. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure after restarting the system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.